Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed an ac adapter connection failure alarm. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the ac adapter. As a result, the ac adapter was replaced.

Manufacturer narrative:
E1: address line 2 (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump stops when it alarms. There was patient involvement. No patient harm/adverse event reported.